Manufacturer narrative:
Turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC, catalog #: upicds-5.0-CT-otw-st-abrm-1111. (B)(4) the event is currently under investigation.

Event description:
The wire unraveled and broke off inside the patient. The physician left the part of the wire in the patient and patient is doing okay. No intervention is being planned by the physician.

Manufacturer narrative:
Brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. Catalog #: upicds-5.0-CT-otw-st-abrm-1111. (B)(4). Event evaluation: the product was not returned; however, a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control (qc) and specifications was conducted during the investigation. The manufacturing and qc departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. There is no evidence to suggest the device was out of specification. A definitive root cause could not be determined. Quality engineering risk assessment was used to assess the risk for the failure mode. The risk remains acceptable with the inclusion of this event. We will continue to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
The wire unraveled and broke off within the body of the patient. The physician did not retrieve the broken portion of the wire; leaving it within the patient. No intervention is planned by the physician. Patient is reported as doing okay.